Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and repeatability criteria. A review of the batch record for the lot did not uncover any non-conformances. Results of the query of similar incidents in the complaint system for this lot did not indicate a manufacturing issue. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. The issue will be subject to tracking and trending.

Event description:
"Caller alleged imprecision with inratio2 meter. Results as follows:" 5.1 and 3.5. Testing done 5 minutes apart. Therapeutic range: 2.5-3.5. Patient self tester was milking finger after finger stick, multiple finger sticks performed on the same finger; touched finger to the sample well.